Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (medical device code, investigation findings, conclusion code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that kit 5000 hr preventive maintenance kit was replaced. All safety and functional tests were performed and passed. All parameters comply with factory requirements.

Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) equipment encountered an alarm automatic charger failed and became unusable. A backup unit was promptly installed, and there was no patient harm or injury reported.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name, address, and telephone: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that kit 5000 hr preventive maintenance kit was replaced. All safety and functional tests were performed and passed. All parameters comply with factory requirements.